Event description:
A us distributor reported that a patient was experiencing battery/charger faults.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (won't power on) was not confirmed. Upon investigation the charger would not power on. The cause for the failure was a shorted table board. The root cause shorted table board was unable to be positively identified. No adverse event resulted from the damaged charger.